Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported a clinical study patient experienced a drowning event while swimming in a swimming pool on (B)(6) 2018. Patient experienced hypoxia and was in a coma and was later classified to be in a persistent vegetative state. Patient is being treated in an intensive care unit.

Manufacturer narrative:
It was reported a clinical study patient experienced a drowning event while swimming in a swimming pool. Patient experienced hypoxia and was in a coma and was later classified to be in a persistent vegetative state. Patient is being treated in an intensive care unit. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.